Manufacturer narrative:
Customer indicated that they received the controls and they ran controls which all came in within the normal range. Customer also indicated that they had the training and felt confident afterwards. Customer indicated that they have had no more issues with the instrument and no questionable results from any patients since receiving the controls from siemens.

Event description:
Customer reported discordant hemoglobin a1c(hba1c) results on the instrument. There was no report of injury due to this event.